Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the sales representative: during prep the black marker on the inflation indicator was fully exposed. Per the staff there was a balloon loss of pressure while pulling back prior to making contact with the sheath. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 6f.